Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. Capsule was still attached when removed. According to the customer, the pt had only a slight bleeding and dr. Confirmed that the pt is well.